Manufacturer narrative:
Other relevant device(s) are: product ID: 64002, serial/lot #: (B)(4), ubd: 22-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was abnormal battery depletion due to low impedance because of an adapter deficiency. There were no clinical symptoms associated. It was indicated the ins was explanted and replaced. It was unknown if the issue resolved at the time of the report.